Event description:
A patient suffering from cancer was implanted with a distal radius plate on an unknown date. Post implant, all four locking screws were noted as broken. The patient was returned to the operating room for removal of hardware on an unknown date. This report is #2 of 4 for the same event.

Manufacturer narrative:
Investigation is on-going. No conclusion can be drawn.